Event description:
Pt had a corneal ring implanted to correct near sightedness. The stitches were removed 2 weeks after the operation. Five to seven days later, the ring rotated clockwise causing double vision, haloes and blurred vision in that eye. Pt is unable to tell if the ring is continuing to move. When pt reported this problem to the surgeon, they were told that a pt in another country had also reported this problem, but that this is apparently the first person in the us to have developed it. Pt is concerned about the lack of follow-up care they have received from the surgeon and by the fact that the surgeon apparently failed to report the problem to the MFR. Pt is also concerned about the lack of follow-up they received from the MFR after reporting the problem to them. Pt also stated that dr is involved in many clinical studies and is concerned that if pt did not report this adverse event, they may not be reporting other adverse events. A spokesperson for the study stated they follow the guidelines approved in the study protocol to determine whether or not a situation meets the definition of an adverse event. They stated that their records indicate that the changes pt has experienced with their vision do not meet the adverse event definition. Field officer called pt and provided them with the info they needed to request a copy of complaint through the FDA's foi svc. Pt subsequently stated that the MFR had contacted them today to get add'l info about the problem they were having with the device.